Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral arteriovenous fistula, this coil was prematurely detached from the pushwire. It was reported that during procedure, the physician felt something different while delivering the axium coil through a microcatheter. When the physician retrieved the pushwire, noticed that the coil was prematurely detached from the pushwire. The coil was removed with the microcatheter from the patient. New devices were used to continue. No patient injury was reported.

Manufacturer narrative:
The axium prime coil was returned for evaluation and the clinical observation was confirmed. As received, the axium prime pushwire r eturned without the implant coil and the pushwire was found broken into two segments but retained together by the release wire. The proximal segment, the tack weld replacement (twr) crimps were found intact. The distal segment was intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found located against the lumen stop, and the shield coil was found damaged with the implant coil detached. All other subassemblies appeared to be normal and no other anomalies were observed. The retainer ring appeared to be damaged and ovalized. The implant coil was not returned; therefore, any contributing factors from the implant coil could not be assessed. Per the initial report, the implant coil remained in the microcatheter. It is possible that the damage to the retainer ring or the broken pushwire with the release wire pulled back led to the reported event. It is also possible that the pushwire became unintentionally broken and the release wire subsequently pulled back from the lumen stop causing the implant coil to detach. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.